Event description:
It was reported that patient's ipg was inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored after surgery.